Event description:
Patient's lfs meter did not power on. Incident happened one week ago where patient was experiencing high blood glucose symptoms, and since patient was unable to test their sugar patient went to see their doctor. At the doctor, patient bg was high with an insulin shot (kind and how much unknown). Batteries were replaced and meter still has no power. Ccr was unable to resolve the issue. Sent patient a replacement meter. No further information has been reported.